Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the integrity of the right ventricular (rv) lead was tested using x-ray. The diagnostic imaging performed confirmed that there were externalized conductors on the rv lead. The lead was capped but not replaced due to patient anatomy. The patient was stable with no adverse consequences.